Event description:
It was reported that the material was defective because of loss of sterility. No additional information was received.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Lot#: unknown/ not provided expiration date: unknown as product lot number was not provided. UDI #: unknown as product lot number was not provided. Implant date: n/a. (B)(6) patient interface is not an implantable device. Explant date: n/a. (B)(6) patient interface is not an implantable device; therefore, not explanted. Telephone number: (B)(6). The patient interface was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product lot number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.